Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 107 mg/dl at the time of incident. The customer's blood glucose was 36 mg/dl at the time of call. The customer's blood glucose was 97 mg/dl at the end of call. The customer stated that she drank tea to treat the low blood glucose. The insulin pump will not be returned for analysis.